Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: the new piv extension kits bd maxzero (ref mz5310) have such a high pressure that while drawing blood, after removing the syringe full of blood it has shot drops of blood out. It has never gotten on me but has come close. This has happened multiple times on different patients.

Manufacturer narrative:
Additional information: (d) device catalog #; UDI (g) 510(k). Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.